Event description:
It was reported that during a reaming procedure, the surgeon was using the drive shaft and the end of the drive shaft broke. The surgeon was able to retrieve all fragment pieces from the patient. The surgeon did not need to select another shaft as the procedure was completed.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hrx. A review of the device history records was performed and no complaint related issues were found. The ria drive shaft assembly was returned assembled and a manufacturing evaluation was performed. The assembly had marks and scratches on the shaft and collet. The drive shaft had discoloration and was broken, which is consistent with the complaint. The drive shaft was damaged and the material was peeling where the break occurred. Due to the part being damaged, not all relevant features to the complaint could be checked. No issues were found during the dimensional analysis on features that could be checked. Since all relevant features could not be checked due to damage,this complaint is indeterminate from a manufacturing standpoint. A product development event evaluation was also performed. The returned device was manufactured in january 2008 and is over 4 years old. Approximately half the length of the hex tip was broken off and one of the six sides remained attached but was twisted significantly. The hex tip is designed to fit fully into the recess in the reamer head. The hex tip was broken approximately half way down the tip, and the one remaining tip was significantly twisted in the reaming direction, indicating that the tip was not fully seated into the reamer head during use from either improper assembly or becoming disengaged during use. This complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).